Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. Tech support provided part number and price for a new mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device failed calibration for an error 80 (water check time out - unable to reach calibration temperature), expected 6, actual 30.5, t4 5.0. Per follow up information received via task on 31mar2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed.